Event description:
While inserting a four-level anterior plate on (B)(6) 2013, a self tapping screw passed completely thru plate into the patient's c3 vertebral body. The construct consisting of a 72 mm plate and eight variable angled self tapping screws remains implanted/attached to the patient's cervical spine.

Manufacturer narrative:
No evaluation possible. The suspect implants have not been removed from the patient. The identifying part or lot numbers have not been provided. A review of the supplied x-ray by both alphatec senior product manager and senior design engineer revealed the plate did not properly match the patients spinal contour prior to inserting. It appears the surgeon attempted to use the screws/anchors to lag down the plate and create required form. Both the instructions for use and the surgical technique provide direction as to proper plate contouring and/or fit. The supplied instructions for use state ((B)(4)); intraoperative management: trestle luxe anterior cervical plates are contoured to closely match the anatomical configuration of the spine. If the plate cannot be fitted and additional contouring is necessary, it is recommended that such contouring be minimal and be performed with the instrumentation provided. The plate must not be contoured in proximity of bone screw pockets or screw retention mechanism. Surgical technique ((B)(4)) page 5; the trestle luxe plate is precountoured with 6° of lordosis. Should additional contouring be required, the plate can be contoured to the desired degree of lordosis or kyphosis utilizing the plate bender. Insert the trestle luxe plate into the plate bender as shown. Squeeze the handles of the plate bender together to contour the plate. Contouring along the graft window, starting from outer edge working inward helps ensure an even contour of the plate. The trestle luxe anterior cervical plating system is a temporary device used to stabilize the cervical spine during bone fusion development. It is intended for use in the anterior cervical spine (c2-c7).